Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the operating room for a procedure. During the procedure, the right ventricular lead impedance was fluctuating. The lead was not used and replaced. No adverse consequences were reported to the patient.

Manufacturer narrative:
Analysis was normal. No anomalies were found.